Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Add'l info: (B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient underwent c-spine surgery. (B)(6) 2009: the patient underwent MRI of the lumbar spine. Impression: muscle spasm likely, minimal arthritis. (B)(6) 2009: the patient underwent ap and lateral views of the thoracic spine. Impression: compression fracture of t10, mild spondylosis. (B)(6) 2009: the patient underwent MRI of thoracic spine. Impression: MRI demonstrated evidence of mild mid thoracic dextroconvex scoliosis, along with mild thoracic degenerative changes. (B)(6) 2009: the patient presented with preop diagnosis of hnp, l5-s1 with left lumbar radiculopathy. The patient underwent microlumbar discectomy l5-s1, left. No patient complications were reported. (B)(6) -2009: the patient presented for pre op examination for anterior lumbar interbody fusion scheduled on (B)(6) 2009 : the patient presented with severe degenerative disc disease, lumbar 5/sacral 1 with chronic low back. The patient underwent l5-s1 diskectomy, neurophysiologic monitoring; anterior lumbar fusion, l5-s1; interbody grafting using peek cage; anterior instrumentation using five 5-mm screws, three in the body of l5, and two in the body of s1. The peek cage utilized was 26 mm in diameter and 34 mm width and 8-degree lordosis and 15-mm height. As per op notes, trails of interbody grafting were performed to make sure it had a good fit. The actual peek implant was then packed in place after endplate superior fusion with rasping and curettaging as need be, therefore preparing the disk space. This graft was impacted in place and 2 screws were placed in the s1, 25-mm length x2, and 1 screw 5 mm in the l5 in the midline. The position of the interbody graft was checked in the ap plane prior to placing the screws in. The interbody graft was packed with fusion material, bone morphogenic protein. The locking mechanism on the interbody device was locked with anterior instrumentation. No patient complications were reported. (B)(6) 009: the patient was discharged home with an added diagnosis of mild acute blood loss anemia. (B)(6) 2009: the patient presented for post op examination. Medications: flexeril, percocet, vicodin, neurontin, soma. Patient has increased discomfort in abdominal incision site. (B)(6) 2009 : the patient presented with preoperative diagnosis of history of previous anterior lumbar interbody fusion surgery, question of retroperitoneal hematoma with associated urinary urgency. During surgery it was noticed that an area of scar or attenuation in the very anterior bladder neck in an area that was not surgically dissected during the previous case. The patient underwent urgent retroperitoneal exploration, repair of ruptured bladder with suprapubic cystostomy. There were no patient complications. (B)(6) 2010: the patient presented for post op examination. Medications: keflex, percocet, flexeril, neurontin, soma. Patient had re-admission for abdominal swelling and was found to have a bladder rupture. The implant looked fine on CT scan. (B)(6) 2010: the patient is status post emergency re-exploration following alif surgery. She had a larger collection of fluid that was initially felt to be hematoma, but not exploration. (B)(6) 2010 : the patient presented with principal diagnoses of swelling, extremity edema, rule cut deep venous thrombosis; abdominal pain with constipation. Medications: lasix 40 mg daily as needed for swelling; potassium chloride 20 meq daily; flagyl 500 mg two times daily for five days; cipro 500 mg two times daily for five days; neurontin 600 mg four times daily; soma 250 three times daily; oxybutynin 5 mg one tablet three times daily; metoprolol 50 mg daily; percocet 5/325 as needed for pin; proventil aerosols mdi as needed. Assessment: edema. She has a recent surgical history with a long hospital stay. If lev is negative, she may need venogram; abdominal pain with constipation; asthma and chronic obstructive pulmonary disease. (B)(6) 2010: the patient underwent axial images obtained through the abdomen at 5mm intervals following oral contrast and with 100ml isovue 370. Impression: fatty liver, no acute findings in abdomen. (B)(6) 2010: the patient underwent CT pelvis with contrast. Impression: inflammatory stranding along the left pericolic gutter extending into the left pelvic sidewall. This may be related to inflammation such as diverticultis or be related to previoussurgery. (B)(6) 2010: the patient presented with indications of chest pain, abdominal pain, and constipation. Impression: non specific abdomen. (B)(6) 2010: the patient underwent multiple axial CT images for iliac crests to the symphysis pubis after the administration of oral and intravenous contrast. Impression: mild stranding of the fat with in the left paracolic gutter, not significantly changed from prior surgery; stranding of the subcutaneous fat of the anterior pelvic wall. Also not significantly changed and likely secondary to surgical intervention; mild colonic wall thickening of uncertain significance. This finding is also not significantly changed from prior study. (B)(6) 2010: the patient presented for post op examination. (B)(6) 2010: the patient underwent multipleaxial CT images of the abdomen from the domes of the diaphragm through the iliac crests after the administration of oral and intravenous contrast. Impression: hypo dense liver consistent with fatty infiltration. (B)(6) 2010: the patient presented for post op examination. Medication: enablex, lorcet, zoloft, neurontin, soma. Radiographs show good position of instrumentation and fusion. (B)(6) 2010 : the patient reported with chronic pain. (B)(6) 2010: the patient underwent examination of abdomen series. Result: a flat and upright abdomen with upright chest radiograph shows the bowel gas pattern to be normal. There is no evidence of mechanical obstruction or paralytic ileus. Renal contours are normal. No abnormal calcifications are present. Lungs are clear. Heart is in normal in size with a prior median sternotomy. Also prior fusion at the c6-c7 also prior anterior fusion at study l5-s1. Ivc filter in place. (B)(6) 2010: the patient presented with chest exam for fever and cough. Impression: the heart size is upper limits of normal in size and patient had a median sternotomy; right side pneumonia. (B)(6) 2010: the patient presented with shortness of breath, fever, and cough. Medications: lasix 40 mg dailsy, neurontin 600 mg 3 times a day, proventil; soma, lorver 10/650, perforomist aerosols, zoloft 50 mg daily. Assessment: community-acquired pneumonia. Admit and obtain sputum and blood cultures. Start empiric avelox; chronic obstructive pulmonary disease exacerbation. IV steroids. Aerosol treatments. (B)(6) 2010: the patient presented with indications of cough and fever. Impression: bibasilar bronchopneumonia; borderline cardiomegaly. (B)(6) 2010: the patient underwent pa and lateral chest. Impression: improving infiltrate in the right base. (B)(6) 2010: the patient presented for post-op examination. Medication: oxybutynin, lorcet, zoloft, neurontin, soma. (B)(6) 2010: the patient underwent x-ray of chest. Impression: cardiomegaly and changes of a median sternotomy. Nothing acute is seen. (B)(6) 2010: the patient presented with low back pain. Medications: oxybutynin, lorcet, zoloft, neurontin, soma. Assessment: right lumbar radiculopathy. Status post anterior lumbar interbody fusion l5-s1. (B)(6) 2010: the patient presented for emergency room trip. (B)(6) 2011 : the patient presented with severe low back pain, hip pain, and leg pain. Assessment: degenerative disc disease. (B)(6) 2011: the patient presented for cervical follow up. X-rays shows that excellent alignment of arthroplasty is noted without adjacent level problems. (B)(6) 2011: the patient reported with swelling. (B)(6) 2012: the patient reported with finger pain and sore throat. (B)(6) 2012: the patient presented with complaint of recheck neck and back pain. Asprin added to medication. Assessment: status post total disc replacement c5-6. Status p9ost anterior lumbar interbody fusion l5-s1. (B)(6) 2012: the patient underwent x-ray of the left lower leg and left ankle. Findings: no bony abnormality is seen of the left lower leg from the knee to ankle. Impression: soft tissue swelling. Tiny avulsion fracture fragment off the dorsal surface of the talus. (B)(6) 2012: the patient reported with abscess back and neck pain (B)(6) 2012: the patient reported for check up with back pain. (B)(6) 2012: the patient underwent MRI of the lumbar spine due to back pain, right hip pain and a previous surgery at l5-s1 in 2009. Impression: post surgical changes at the lumbosacral junction; mild diffuse lumbar spondylosis. No herniated disc or spinal stenosis; bilateral stage 1 avascular necrosis of the femoral heads. (B)(6) 2012: the patient presented for check up. The patient reported sore on back and neck. Assessment: neck pain (B)(6) 2012: the patient presented for check up. (B)(6) 2012: the patient presented with complaint of neck pain, right arm pain and numbness. Impression: cervical pain and right upper extremity pain status post cervical disc replacement surgery.(B)(6) 2012 to (B)(6) 2013: the patient presented for check up. No patient complications were reported. (B)(6) 2013: the patient presented with chief complaint of cough, cold and sinus. The patient reported problems of over weight, chronic pain syndrome, acute sinusitis, and chronic obstructive asthma, osteoarthrosis, degeneration of thoracic or lumbar intervertebral disc, lumbar or lumbosacral intervertebral disc. Medications: adipex-p 37.5 mg tablet, alendronate 70 mg tablet, aspirin 325 mg tablet, carisoprodol 350 mg tablet, coumadin 2.5 mg tablet, furosemide 40 mg tablet, furosemide 80 mg tablet, gabapentin 600 mg tablet, hydrocodone 10 mg-acetaminophen 325 mg tablet, hydrocodone 10 mg-acetaminophen 650 mg tablet, keflex 500 mg capsule, klor-con m20 meq tablet, merolazone 2.5 mg tablet, naproxen 500 mg tablet, naproxen 500 mg tablet, omeprazole 20 mg capsule, oxycodoen 5 mg tablet, proair hfa 90 mcg/acutation aerosol inhaler, promethazine 25 mg tablet, proventil hfa, sulfamethoxazole 800 mg-trimethoprim 160 mg tablet, tramadol 50 mg tablet, zoloft 100 mg tablet, zyrtec. Assessment: aseptic necrosis of bone; head and neck of femur. .

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.